Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer's insulin pump alarmed a button error. Customer stated the insulin pump then showed a battery limit. The blood glucose reading was 184mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be confirmed due to keypad anomaly. No button error alarms were noted.